Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the picture depicted the device being used during a procedure. The quality of the photo and obstructions present made it difficult to effectively analyze. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the bag was ripped at the seam or had a hole. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while taking out the specimen on a laparoscopic cholecystectomy, the bottom of the bag ripped and the specimen got trapped between skin and fascia. Surgeon had to extend incision to remove specimen. No patient injury.